Event description:
A customer reported episode of loss of consciousness occurred in 2008, due to missing calibrator and blister pack, hence being unable to calibrate her meter and test. She reported self-treating with food to stabilize her blood glucose. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The prod has been requested back for an investigation. The f/u report will be sent when investigational results are available.